Manufacturer narrative:
Refer to mrn: 1221359-2021-00797, 1221359-2021-00798, 1221359-2021-00807, 1221359-2021-00809. Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported three (3) unconfirmed and two (2) confirmed false positive results with the ID now covid-19 assay. This is report four (4) of five (5). The customer reported positive results on two (2) direct tested kitted swabs, one for a nasopharyngeal and one for a throat sample, with the ID now covid-19 assay performed on (B)(6) 2021 at 1221. Both swabs are tested at the same time with one covid-19 assay kit. Confirmation testing by pcr at 1416 provided negative results. No patient information was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1018715, test base part number 190-430 / lot: 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. It could also be related to methods not supported by abbott diagnostics (B)(4), (i.e. Eluting two swabs in one sample receiver, collecting nasopharyngeal swabs using the kit swab, and retesting valid results using the same sample receiver).